Event description:
The facility reported that the head section was loose on the bed.

Manufacturer narrative:
The tech found the extrusion slide missing. The tech replaced the extrusion slide to repair the bed.